Manufacturer narrative:
Device code a0510 captures the reportable event of carrier failed to retract.

Event description:
It was reported that, during the sacrospinous ligament fixation on vaginal prolapse repair procedure, the capio slim carrier was sticking in an open position and would not retract. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Event description:
It was reported that, during the sacrospinous ligament fixation on vaginal prolapse repair procedure, the capio slim carrier was sticking in an open position and would not retract. The procedure was completed with a non-boston scientific device. No patient complications were reported.

Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of carrier failed to retract. Block h11: upon receipt at our quality assurance laboratory, this capio device underwent a thorough analysis. Visual inspection of the device did not have any visual damage/defect. During functional inspection, the carrier was able to move in and out. Additionally, after deploying the carrier, the cage was able to catch the suture and no problem with the retraction of the carrier. Based on the information available and analysis results, the reported allegations of the cage not catching the needle, and the carrier failing to retract could not be confirmed through product analysis. A conclusion code of no problem detected was assigned to this investigation since after visual and functional inspections in the complaint device, it was not possible to identify any evidence of either the alleged issue or any defect on the device since the cage was able to catch the suture and there were no issues when extending nor retracting the carrier.